Event description:
The cpoe system, epic, is one of the largest in the united states. Epic has an inherent problem: orders for medication show up in the medication administration charting (mar) section in an erroneous, and, I believe, confusing and possible dangerous manner. The mar, and the label that issues from the printer in epic, confuses product strength with dose. For example, a 3 mg daily dose of sirolimus appears as "sirolimus tablet 3 mg; dose 3 mg oral daily. Sirolimus is not marketed in a 3 mg tablet. Similarly, any dose of a product that does not exactly match the tablet strength appears in the same confusing pattern: e.g., a dose of mesalamine capsules 1600 mg appears as "mesalamine capsule 1600 mg dose 1600 mg etc." Mesalamine is not marketed as a 1600 mg capsule. The above should read, correctly, in the mar (and on labels) as: sirolimus tablet (or tablets) 1 mg, dose 3 mg, and mesalamine capsule (or capsules) 400 mg, dose 1600 mg, etc. This inherent software error has widespread distribution, I believe, and should be rectified. My attempts to point out this problem have been ignored locally. Severity: circumstances or events have capacity to cause error. (B)(6).